Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), patient experienced pericardial effusion. The patient's blood pressure dropped and medication was administered to treat blood pressure. Cardiac perforation was suspected. A pericardiocentesis was performed and patient stabilised. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model #: mc2avr1-delsys /  / serial (B)(6) d9: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.